Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for ground bond failure: measurement: 0.139 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). (B)(4). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.139 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Measured main ground bus resistance from door post to power entry module rear ground prong. Total ground bus resistance was 0.004 ohm. Tested main ground bus for intermittent operation. No changes were observed in the total ground bus resistance with agitation of the main ground bus components. The assignable cause for the ground bond failure was undetermined. The device will be sent for servicing.